Event description:
Patient presented to the emergency department post-implant procedure with swelling and bleeding at the neck incision site. The patient was admitted, intubated, and brought into the or. During surgical exploration, the surgeon identified a bleeding artery within the chest pocket and achieved hemostasis with ligation. This resolved the issue.